Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the ipg replacement procedure ( reported under manufacturer report number 1627487-2021-14814) the lead came out. As a result, the physician removed the entire lead, to address the issue. Patient has effective therapy from the remaining lead.